Manufacturer narrative:
Additional information: there were no issues with the use of medtronic 6f launcher ebu guide catheter. It was a densely calcific lesion and there was difficulty in advancing the non medtronic imaging catheter and non medtronic ivl balloon catheter. The nc euphora balloon was inspected before use and no issues were noted. Negative prep of the balloon catheter was done before use and no issues were noted. There was no resistance while advancing the nc euphora balloon. Extra force was not used during advancement of the device. The balloon ruptured in the proximal lcx on the first inflation. The device was not moved or repositioned prior to the burst. Patient weight provided. Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article titled; ruptured and trapped: balloon dissection of left main coronary artery successfully managed with bailout stenting¿a case report was submitted for review. ECG showed sinus rhythm with st depressions and t wave inversions in lateral leads. There was significant lmca stenosis and triple vessel disease. The lmca had ostio-proximal 70% stenosis and pressure damping. The left anterior descending artery (lad) was calcific with 80% stenosis in the mid segment. Left circumflex (lcx) had ostial 90% calcific stenosis. Right coronary artery was non-dominant with proximal 90% stenosis during the procedure, the left main artery was engaged with a medtronic ebu 6f guide catheter, the lad and lcx were wired. A non medtronic ivus catheter could not cross the prox lcx lesion. Lesion preparation of lad and lmca was done with a non medtronic intravascular lithotripsy (ivl) balloon which was inflated for eight cycles. The intravascular lithotripsy balloon could not cross the lcx lesion. Therefore, pre-dilatation was done to the ostio-proximal lcx with a 3.5 × 13 mm non- medtronic scoring balloon and dog-boning was noted. Further pre-dilatation was done with 4.0 × 12 mm nc euphora balloon. While inflating to 14 atmospheres, the balloon ruptured in the proximal lcx. While attempting to remove the balloon system, the mid shaft of the balloon body fractured and part of the balloon body with distal balloon marker remained embedded in the lcx lesion and was associated with a type f dissection of the lmca. There was abrupt closure of the lmca. The balloon rupture caused intramural hematoma, coronary dissection, perforation, distal embolization, and acute occlusion of the coronary artery. Patient had ventricular tachycardia with sudden cardiac arrest and was electrically cardioverted, resuscitated, and intubated. The entire system got disengaged and had to be reengaged with a 6 f medtronic ebu 3.5 guiding catheter and immediate bailout stenting was done from ostial lmca to proximal lad with a 3.5 × 18 mm non-medtronic drug eluting stent and timi iii flow was established in lad. With micro catheter support the lcx lesion was crossed with a non-medtronic guide wire and later exchanged to another non- medtronic guide wire. After adequate strut dilatation, timi iii flow was restored in lcx. However, a remnant of balloon body with distal marker was noted entrapped in the proximal lcx on angiogram. Intravascular ultrasound imaging showed the presence of the balloon marker with a shadow artefact in the proximal lcx. A 4.0 × 12 mm non-medtronic drug eluting stent was deployed in the ostio-proximal lcx crushing the trapped balloon fragment against the arterial wall. A 3.25 × 28 mm non medtronic drug eluting stent was deployed in the mid lad overlapping the proximal lad stent. Final angiography and ivus imaging confirmed well-apposed stents and no residual stenosis. The patient was extubated the next day and discharged 2 days later with stable haemodynamics. He remains asymptomatic 6 months after the coronary intervention.

Manufacturer narrative:
Journal article title: ruptured and trapped: balloon dissection of left main coronary artery successfully managed with bailout stenting¿a case report. Year:2025 ref: doi.org/10.1093/ehjcr/ytaf525. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.